Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported turning stimulation back on resolved the shaking. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient suddenly got real shaky (return of symptoms) and they didn't know why this was. It was stated that they had charged the ins up to 100%. Caller synced with the patient programmer (pp) and stimulation was off. It was explained to the caller that ins was off and when therapy is off symptoms can't be controlled. The caller did not know how ins got off and wasn't sure if the ins battery had depleted to off. Caller turned ins back on and it was recommended for the patient to follow up with the health care professional (hcp) if symptoms did not improve. No further patient complications were reported/ anticipated as a result of this event.